Manufacturer narrative:
The supplemental report is created because the reportability decision was incorrect and this case was reported in error with initial report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had cannot find sensor signal alarm. The customer's blood glucose was 163 mg/dl at the time of incident. Customer stated that the insulin pump had loss sensor signal and when removing sensor there was blood at site. The device will not be returned for analysis.